Manufacturer narrative:
Product analysis: the product was returned. Conclusion: following completion of the analysis, a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years post implant of this aortic bioprosthetic valve, echocardiogram showed aortic stenosis and aortic regurgitation with a gradient of 50 mmhg and the ostium surface area of 1.0. The physician felt that there might be a leaflet tear due to calcification of the commissure. Fourteen years and six months post implant, the valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported. Of note, the patient was reported to have endocarditis 15 years previously.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring was removed exposing the stent, which likely occurred during the explant process. All leaflets appeared twisted and in the closed position. All leaflets were slightly stiff but flexible except where host tissue extends on the outflow. The right/left commissure was dehisced, possibly due to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The start of a commissure dehiscence was noted on the superior coaptive area of the right/non-coronary commissure. The start of separation of layers of the aortic wall was observed on the superior coaptive area of the left/non-coronary commissure. Glistening off-white pannus remained attached to the inflow margin of attachment extending up to 3mm on the right cusp, 3mm on the non-coronary cusp, and 6mm on the left cusp, reducing the inflow orifice area. Remnant glistening off-white pannus observed on the back of the right/left stent post. An unknown amount of pannus may have been removed during the explant process. Radiography re vealed calcification on all commissural areas. Conclusions: calcification and pannus growth are typical patient responses to implants. Given that the valve was implanted for 14 years, the damage to the commissure can be caused by the pannus growth extending into the functional area of the valve. Based on the risk analysis and historical trend, an immobile leaflet was one of the most common mechanisms which could lead to high gradients. Pannus would be the common cause for an immobile leaflet. Commissure dehiscence is a common mechanism associated with calcification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.